Manufacturer narrative:
(B)(4). Upon follow up, the cause of the peritonitis was due to the minicap which was further described as the iodine pads were missing (previously reported as touch contamination). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by abdominal pain and the break in aseptic technique was further described as a touch contamination. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (dose, frequencies, routes, not reported). Eighteen days after onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from the event, however, the patient remained hospitalized due to other indications. No additional information is available at this time.